Event description:
The customer received questionable troponin t stat generation 4 (tnt) results for two patient samples. Patient sample 1 initial result was <0.010 ng/ml with a data flag and was reported outside the laboratory. The tech knew this result could not be accurate since this same patient had a very high result from an earlier that day specimen. The sample was centrifuged and repeated. The repeat results were 0.114 ng/ml and 0.143 ng/ml the repeat result of 0.143 ng/ml was believed to be correct. There were no adverse effects to the patient due to the erroneous result reported. The customer stated she thought the event was just a sample problem with clotting and does not think there was anything wrong with the instrument or assay. Patient sample 2 was from a female patient, age (B)(6). On (B)(6) 2012, the sample was tested and the initial result was 0.07 ng/ml. This result was reported outside the laboratory. The repeat result was <0.010 ng/ml with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The tnt reagent lot number was 16887901 with an expiration date of 08/31/2013. The customer backed up the database successfully and purged. He reported good measurement results on targeted assays. Performance checks were good and targeted assay results were within normal ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Review of the qc data showed no issues with the reagent. The alarm history from the analyzer showed liquid level detection errors which may indicate a problem with the analyzer, but no issue was confirmed. In addition, the customer may not have centrifuged the samples per the tube manufacturer's requirements.